Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for lead revision after the right ventricular lead exhibited multiple episodes of sensing noise recorded by the device. Fluoroscopy revealed that the shock coil was pulled back, near patient's shoulder. The lead was successfully extracted and replaced. The patient was discharged in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces measuring 21.0 cm and 42.0 cm, respectively. The reported events of dislodgement and noise were not confirmed. The helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damage noted is consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion noted at 35.6 ¿ 35.7 cm from the distal tip breaching the re lumen, consistent with friction to the suture sleeve. The etfe coating was intact at this location.